Event description:
It was reported that the patient experienced an occlusion event on (b)(6) 2026 along with elevated blood glucose of 12.3 mmol/L which was treated with insulin pens.

Manufacturer narrative:
Initial 1 of 2.E1: (b)(6). Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. When additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.